Manufacturer narrative:
The technician found the siderail locking assembly malfunctioning. The technician replaced the siderail to repair the bed.

Event description:
Information received indicates the siderail will not latch.